Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the reported detection issue was a fractured optical fiber inside the red handle resulting in controller error alarms at plug in.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient on an impella 5.5 due to acute myocardial infarction. During support, the user kept on receiving a message error "controller error, switch to back-up controller". The user tried unplugging multiple times and turning the console on and off and replugging but same message error was showing. The two other different consoles, total of 3 different consoles, but each time it was plugged into the console same message was shown. A new impella 5.5 catheter were opened with the new catheter and did not have any issues and was able to proceed with procedure and implant. There was no patient impact.

Manufacturer narrative:
D4 UDI and e4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.